Manufacturer narrative:
The product is not available for investigation; therefore no manufacturer laboratory investigation was possible. A review for similar complaints was performed (quadrox-I padiatric). No similar event was found, where a leakage out of the gas outlet was confirmed. Based on this no systemic issue could be determined. For the specific product (quadrox-I padiatric) this is a first of its kind failure. Based on this a confirmation of the failure is not possible. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
According to the customer: during circulating the oxygenator with priming fluids, the fluid started leaking through gas outlet. Because of the leak they had to replace it with new oxygenator. As discussed before the device will not be available for investigations. The product was replaced before use. (B)(4).